Event description:
The complainant has alleged that there was a hole in the catheter just above the "y" connector. This hole caused the catheter to leak all over the patient. There were no ill-effects resulting to the patient.